Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory. The device was tested on the bench and an anomalous connection was noted to be the cause of the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, database of episodes was taking long time to load while interrogating the device and there was no display of measurements. Noise was noted on endocavitary registry. During different testing positions, display anomaly was noted. When the patient was hospitalized due to therapies, device could not be reprogrammed or deactivated and was not charging or delivering therapies. Device was explanted and replaced. Patient's condition was fine.